Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 4.50mm x 8mm nc emerge® balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon ruptured. No patient complications were reported and the patient¿s status was stable.